Event description:
A (B)(6) male pt called zoll customer support to report that his monitor's response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) was confirmed. Upon evaluation the rear response button was not making good contact with the response button connector. The response button contacts on the response button flex cable were worn out. The root cause of the worn contacts could not be positively identified. No adverse event resulted from the defective rear response button. The pt received a replacement monitor.